Manufacturer narrative:
There is no allegation of a device malfunction. The patient involved had admitted that he was smoking while using his concentrator and that he was aware of the danger/warning to not smoke around oxygen. Based on the available information, invacare is unable to determine what role, if any, the device played in the cause of the fire. The platinum series oxygen concentrator operator's manual states, "users must not smoke while using this device. Keep all matches, lighted cigarettes or other sources of ignition out of the room in which this product is located. No smoking signs should be prominently displayed. Textiles and other materials that normally would not burn are easily ignited and burn with great intensity in oxygen enriched air.¿ in addition, the device itself is prominently labeled regarding the hazard of smoking. Should additional information become available, a supplemental record will be filed.

Event description:
Documents received by invacare allege the following: a patient was smoking near his oxygen concentrator, which resulted in a fire that spread throughout the apartment complex. It has been reported that three tenants within the complex suffered fatal injuries occurring from the fire or while attempting to escape the fire. In addition, other tenants were reported to be seriously injured; however, the specific details of the injuries were not provided. The patient who was smoking was not seriously injured and did not go to the hospital after the fire.